Event description:
The reporter stated the surgeon was inserting an 18.5 diopter aa4204vl silicone single piece lens and the lens tore. There was no patient contact. Another same model lens was implanted. The reporter stated the cause of the lens damage was due to the injector. The reporter stated it was unknown if it was a new injector or had been used.

Manufacturer narrative:
(B)(4) - other (lens damaged by injector). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece torn off and missing from the lens optic and one haptic. There was evidence of dark residue and debris. Evaluation results - (other): a lens work order search was performed and no similar complaints were found. Conclusions - (other): based on the complaint history, work order search and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause.